Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) after insulin was felt to be leaking and the site began bleeding. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Updated d4, model # from pt-000438 to pt-001446. Updated d4, lot # to ph1k10162421. Updated d4, catalog # from pod-ble-h1-529 to pod-omni-i1-6720. Updated d4, expiration date to 4/16/2026. Updated d4, primary UDI number from (B)(4) to (B)(4). Updated h4, device MFR date to 10/16/2024.